Event description:
It was reported that the patient¿s device quit working and they doesn¿t know what to do. The patient¿s foot was jerking like crazy and the patient was not able to charge the implantable neurostimulator (ins). All reported problems started around (B)(6). No outcomes or interventions were reported regarding this event. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported the patient was still having concerns with the device or therapy, but had not sought further help.